Event description:
It was reported by the customer that, when using the bd pyxis medstation es system was not communicating, preventing the user from removing medications. The customer reported that users have three stations, and none of them worked, showing a disconnected mode. The customer stated that this malfunction interrupted the patient care and no other information was released regarding this event. There were no adverse events or injuries reported related to this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, e3, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 22-nov-2022 to 21-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the stations were in disconnected mode. A technical support specialist dialed into the station and confirmed that there were no issues at the moment. The system functioned as intended after the technical support specialist assessed the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and prevented the user from accessing medications. A technical support specialist confirmed with the customer that the issue was resolved on its own and no device problem was found. The system functioned as intended.

Event description:
It was reported by the customer that, when using the pyxis medstation es system was not communicating, preventing the user from removing medications. The customer reported that users have three stations, and none of them worked, showing a disconnected mode. The customer stated that this malfunction interrupted the patient care and no other information was released regarding this event. There were no adverse events or injuries reported related to this incident.